Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the working length wire snapped. It was reported that the device had successfully removed one polyp and was in the process of removing a second when the wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula bent, and a kink in the wire and catheter near the handle. The wire was found not broken. Functional evaluation could not be performed due to the condition of the returned device. The complaint that the wire broke was not confirmed. The device condition and the available information indicated that due to procedural factors encountered during the procedure, performance was limited. Therefore, a review and analysis of all available information indicated the most probable root cause for this event was 'operational context'. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the working length wire snapped. It was reported that the device had successfully removed one polyp and was in the process of removing a second when the wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: wire broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.